Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported high readings issue with the adc freestyle libre sensor. The caregiver reported unspecified higher scan readings with no comparison blood glucose test performed, on (B)(6) 2021. As a result, the customer ((B)(6) year old) was given an injection of insulin (dosage unknown) and customer subsequently experienced full-body cramps and had a seizure. The caregiver provided the customer glucagon for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.